Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
The article "competing risks of cardiac and noncardiac mortality in patients with secondary mitral regurgitation undergoing transcatheter edge-to-edge repair" was reviewed. The article presented a prospective multi center study, to evaluate the competing risks and independent predictors of cardiac and noncardiac mortality in a real-world secondary mitral regurgitation population treated with m-teer and included in the giotto (italian society of interventional cardiology [gise] registry of transcatheter treatment of mitral valve regurgitation) registry. Devices mentioned include mitraclip. The article concluded that patients with secondary mitral regurgitation treated with m-teer show a high 2-year incidence of both cardiac and noncardiac mortality. Understanding competing risks of mortality may improve patient selection for m-teer. [The primary author and corresponding author was marco di maio at university of salerno institution with corresponding email marcodimaio88@gmail.com]. The time frame of the study was january 2016 to march 2020. A total of 1185 patients were included in this study, of which 1185 received an abbott device. As this event is from a literature review, there is no relevant patient information (date of birth, age, gender, weight, and medical history) to report. Comorbidities included diabetes, hypertension, previous cardiac surgery. (B)(4), unk mitraclip peri- and post-procedural complication included death, heart failure, myocardial infarction, arrhythmia.

Manufacturer narrative:
Summarized patient outcomes/complications of mitraclip procedure were reported in a research article in a subject population with multiple co-morbidities including diabetes, hypertension, previous cardiac surgery. Complications reported included death, heart failure, myocardial infarction, arrhythmia; these complications are anticipated for the procedure and subject population. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device or individual patient information was received for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product issue with respect to manufacturing, design, or labeling.